Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of atypical power cable disconnect and low voltage alarms was confirmed via the log files. The system controller, serial number: (B)(6), event log file was reviewed, and timestamps span approximately 2 days (17:04:07 on 16aug2025 to 12:20:38 on 18aug2025). On 17aug2025 and 18aug2025, intermittent power cable disconnect alarms not associated with routine power source exchanges were active. These alarms activated as the voltage dropped on the black power cable, and cleared as the voltage returned to a normal level. On 18aug2025, the driveline was disconnected for a system controller exchange, and the system controller was shut down. There were no other remarkable events or alarms found within this log file. The pump maintained a speed within the expected range while the driveline was connected. The returned system controller was functionally tested and was found to operate as intended during analysis. The controller successfully operated in a mock circulatory loop for an extended period of time with no alarms arising. An elevated resistance on the black and white power cables was noted during functional testing. Particularly, the relative state of charge (brown) wire was found to have a remarkably elevated resistance consistent with the reported alarms. The power cables¿ outer jackets were removed to inspect the underlying wires, and fluid ingress was found to have penetrated all layers of the power cables. The reported power cable disconnect alarms were unable to be reproduced; however, the damage to the power cables could have caused the reported event. The provided information stated that the reported alarms that occurred were associated with the black power cable. Additional information confirmed that exchanging the system controller resolved the issue. The root cause of the reported alarms could not be conclusively determined during this investigation; however, the damage to the power cables is consistent with the reported event. The relevant sections of the device history records for the heartmate 3 system controller, serial number: (B)(6), were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist device (lvas) instructions for use (IFU) and the heartmate 3 patient handbook are currently available. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. The heartmate 3 lvas instructions for use (IFU) section 3 entitled ¿powering the system¿ and the heartmate 3 patient handbook section 3 entitled ¿powering the system¿ cautions the user to always have at least one system controller power cable must be connected to a power source (either the mobile power unit or two heartmate 14 volt lithium-ion batteries) at all times, and to not rely on the system controller¿s backup battery, as it will only power the pump for a limited amount of time. The heartmate 3 lvas instructions for use section 7 entitled ¿alarms and troubleshooting¿ and the heartmate 3 patient handbook section 5 entitled ¿alarms and troubleshooting¿ address how to properly interpret and troubleshoot all system alarms, including power cable disconnect, low power hazard, backup battery fault, and no external power alarms. The heartmate 3 instructions for use section 8 entitled ¿equipment storage and care¿ and the heartmate 3 patient handbook section 6 entitled ¿caring for the equipment¿ address how to properly care for, maintain, and store the equipment for proper use. The heartmate 3 patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient presented to the clinic due to having power cable disconnect and low voltages while on the mobile power unit as well as batteries. There was no visible damage to the system controller but had damage to the modular cable. When the controller alarmed, it was the black power lead that lit up. The alarms were unable to be recreated, and the cause was not found.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
The system controller and modular cable were exchanged which resolved the alarms.